Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Customer attempted to change the infusion set and reservoir, but she received no delivery alarms. Troubleshooting was performed. Programming and settings in the pump were correct. A prime test was completed and insulin exited; however, the high pressure test did not pass.